Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex esophageal distal release covered stent was to be used to treat a stricture due to esophageal carcinoma during an esophageal stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, imaging confirmed that after the stent was deployed it moved out of place and migrated into the stomach. The migrated stent was removed using a snare and the procedure was completed with a different device. The patient's condition following the procedure was reported to be stable.